Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the moderately tortuous and severly calcified obtuse marginal branch. The 15x2.5mm maverick2 monorail catheter was being used to pre-dilate the lesion, but the balloon ruptured on the first inflation at 10 atms. It was noted that the resistance was felt during insertion of the balloon catheter. Subsequently, another manufacturer's 15x2.25mm balloon catheter was used, a 20x3.5mm liberte stent was deployed, the lesion was examined by ivus, and, finally, the lesion was post-dilated with a 15x3.25m maverick 2 balloon catheter. No patient injuries or complications were reported. Patient status is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.